Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was experienced high blood glucose level and open book image on the insulin pump screen. Customer¿s blood glucose level was over 400 mg/dl at the time of call. Customer also reported that insulin pump was beeping then received open book with question mark. Troubleshooting was performed for open book image. Customer was advised the insulin pump would need to be replaced, to discontinue use of the pump and refer to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with pump error 53 found in the device history file and critical pump error (open book image) alarm during testing due to software error.